Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized on the next day of peritonitis diagnosis and treated with vancomycin injection (1g, every 4th day, discontinued on an unknown date) and amikacin injection (1.2g, once daily, intraperitoneal, ongoing) for bacterial peritonitis. Three (3) days after the hospital admission the patient was discharged. The patient recovered from the peritonitis on an unknown date. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was done. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.